Manufacturer narrative:
(B)(4). On an unreported date, the patient recovered from the event of peritonitis (the outcome was previously unknown). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient started treatment with intraperitoneal (ip) injection of vancomycin 1 gram stat and (ip) injection of amikacin 100 mg once daily (duration not reported) and ip injection of fortum 1 gm once daily (duration not reported). The cause of the peritonitis was a break in aseptic technique further described as patient made a mistake. Dianeal therapy was ongoing. It was reported the patient was not hospitalized for the event. It was not reported if the patient was retrained on proper aseptic technique. At the time of this report the outcome of this peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.